Event description:
It was reported that a physician's (B)(4) handheld device was freezing upon the interrogation successful screen. The physician was instructed to perform a soft reset or reseat the flashcard as these actions would resolve the issue however, the physician stated, he would have to do this each time he used the handheld and would like it replaced. A replacement handheld was sent to the physician and the (B)(4) has been returned to the MFR. Product analysis is in process and has not been completed at this time.